Event description:
A family member reported that the pump pushed insulin out during the load step, and emitted a "no cartridge detected" warning. There was no reported patient impact as a result of the alleged incident.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed an out of calibration force sensor, dislodged display screen, and partially dislodged force sensor pins and one force sensor pin was found to be broken off. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the pump load cartridge step failed to detect the filled cartridge.